Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. This complaint reported that the home patient forgot to close the transfer set after disconnecting from therapy; this use error caused the leak. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. If additional relevant information becomes available a follow-up will be submitted. The instructions listed in the patient at home guide for the homechoice device (07-19-63-293, july 28, 2010) state on page 12-6 to close the transfer set when ending therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a leak from their transfer set during peritoneal dialysis (pd) therapy, while the home patient (hp) was in drain 1 of 3. The home patient (hp) stated that he disconnected from the homechoice (hc) machine to use the bathroom but forgot to close the transfer set and started to leak out solution. The home patient (hp) stated they were empty. The technical service representative (tsr) advised the home patient (hp) to end therapy and start over with all new supplies. The drain volume (dv) was 799ml and the fill volume was 2200ml. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.